Manufacturer narrative:
This report filed (B)(6) 2016.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent multiple revision surgeries, (specific dates not reported), however the issue did not resolve. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report filed february 5th, 2016.